Event description:
It was reported that during priming with a prismaflex set, an external fluid leak was observed due to an unspecified damage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation however, photos were provided. The visual inspection observe that the cone of the access male luer lock (mll) was broken. The reported condition was verified. These components are provided to baxter by a supplier and the cause is design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.